Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarms noted during testing. The device had minor scratches on the lcd window, cracked case at the display window corners, cracked batter tube threads, and broken reservoir tube lip. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer's certified pump trainer reported via phone call, the customer was currently in camp and the device had alarmed button error. He didn't know the customer's blood glucose level at the time of the alarm occurred. No known significant events were reported that may have caused the device to alarm. Customer's certified trainer was advised to discontinue use of the device until the a replacement arrived. Customer was loaned a demo device mean while the replacement arrived. Customer's certified trainer was advised to have customer's mother call in to agree to replacement. Customer's mother called via phone, agreed to return the device for analysis.